Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, sion blue, extension, runthrough hypercoat, guide catheter: launcher 6f, heartrail 7f, stent: ultimaster. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined an interaction with the heavily calcified lesion contributed to the failure to cross and stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately tortuous, and heavily calcified concentric lesion in the mid circumflex artery. The patient presented with restenosis in a previously non-abbott stent implanted three months prior. A 2.5x23mm xience alpine stent delivery system (sds) was advanced to the lesion; however, it could not cross. It was decided to remove the sds. The sds was pulled back and the stent dislodged. An attempt to remove the stent with a snare was made but it could not be removed from the cubital fossa (elbow). A cut-down was performed and the stent was removed. The target lesion was treated by re-access at the right femoral. Following pre-dilatation with a non-abbott balloon a 2.5x18mm xience alpine stent was implanted. The restenosis was successfully treated with a non-abbott device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: correction: the investigation determined an interaction with the previously deployed stent contributed to the failure to cross and stent dislodgement.

Manufacturer narrative:
(B)(4). Evaluation summary: the difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined an interaction with the previously deployed stent contributed to the difficulty removing the device, such that the stent was intentionally dislodged.

Event description:
Subsequent to the previously filed medwatch, additional information was reported stating: there was resistance removing the 2.5x23mm xience alpine stent delivery system; therefore the stent was intentionally dislodged. No additional information was provided.